Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/05/2016 with the following findings: investigation revealed a crack in the battery compartment. Corrosion was noted in the battery compartment. A leak test was performed and failed due to a crack in the battery compartment. The pump was opened and corrosion was found on the printed circuit board.

Event description:
On 06/19/2016, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. It was reported that the battery compartment was cracked and that there was moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.